Manufacturer narrative:
The insulin pump did not have any frozen screen anomalies during testing; time advanced properly. A button error alarm occurred after boot up and two of the buttons were unresponsive due to flattened dome switches (no crease). The device was unable to have the displacement test performed on it due to the unresponsive keypad. Moisture damage was noted on all electronic assemblies. The following cosmetic damage was also noted: cracked lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, broken belt clip slot, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and that the display is frozen. The patient's blood glucose at the time of incident was 165 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the pump was exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.